Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide is being filed under a separate MFR number.

Event description:
It is reported that arteriotomy closure of the moderately calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the blue and white sutures were being harvested during the final step to remove the proglide device, as the blue rail suture was being pulled, the sutures and knot were pulled out of the anatomy. Another proglide was used with the same result. Manual arterial compression was applied to achieve hemostasis. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported sutures and knot pulled from the anatomy could not be confirmed as the suture was not returned for analysis. Per the instructions for use, the safety and effectiveness have not been established in patient with femoral artery calcium which is fluoroscopically visible at the access site. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.